Manufacturer narrative:
The investigation into low pump flow has been completed. The root cause of low flow was unable to be determined as limited clinical details were provided and no product was returned for review. The following have been reported incorrectly or missing from manufacturer device report: 1220648-2024-23717. E4: should have been left blank. G1: reporting contact email. G1: reporting contact fax number missing.

Event description:
The complainant reported that the impella rp flows decreased to 2.5 l/m and pulmonary artery was not correlating. The patient had no path for escalation. The physician opted to remove the rp and placed a new one in an effort for right ventricle recovery. Impella explanted and ultimately replaced with a new rp flex. Patient expired within 3 hours in the intensive care unit.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed.